Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient stated that the device no longer functions anymore. This information was left for the caller on post-it notes. The caller did not know whether the ins or programmer was not functioning, nor what ¿not functioning¿ meant. There were no patient complications reported as a result of this event.